Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery alarm on the insulin pump. Customer¿s blood glucose level was 186 mg/dl. Customer declined to troubleshoot the insulin pump and will monitor the device. The insulin pump will not be returned for analysis.